Event description:
Boston scientific received info that oversensing of noise was seen on both the right atrial (ra) and right ventricular (rv) channels. Due to the fact that the pt was in atrial flutter, atrial threshold measurements were not taken. Initially, a connection issue was suspected. However, during the revision procedure, the noise was unable to be reproduced and no loose connections were observed. Insulation damage was found on the ra lead in the pocket area. The physician opted to repair the lead. The device was explanted and the ra and rv leads remain in service with a new device. No additional measurements were provided and no adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided. It was not reported which lead this dextrus is.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.